Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump's time was occasionally advancing one hour every few days. It was also reported that bolus and blood glucose was not uploading to carelink. Caller states that blood glucose information would transfer to insulin pump, but the information would not retain. Customer's blood glucose was between 300 mg/dl and 479 mg/dl. It was reported that due to high blood glucose, customer's treatment, dosing and site were changed. Caller was advised that insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.